Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 239 mg/dl. Upon follow up, the customer indicated that the battery depletion rate was within normal parameters and declined further assistance from tandem technical support.